Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a no delivery alarm and a motor error alarm. Customer had high blood glucose of 466mg/dl at the time of incident. Troubleshooting found multiple motor error alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm or motor error alarm was noted during testing. The motor passed the motor test. The pump had a cracked reservoir tube lip, and minor scratches on the display window.